Event description:
During the transaortic (tao) tavr procedure, the sapien valve was positioned 40/60 aortic/ventricular (a/v) and landed 10/90 a/v with severe paravalvular leak (pvl). The site only had 2 sapien valves available, so a sapien xt was crimped onto an ascendra3 delivery system. The valve was deployed 50/50, with no paravalvular leak (pvl) or central aortic insufficiency (cai). The patient was in stable condition post tavr. There was no bulky calcification that caused the movement, and no problems with the sinotubular junction (stj). The physician¿s thought the malposition was due to the patient¿s horizontal root, or possibly a bad angle during deployment. The coaxial alignment of the valve and delivery system was considered fair-good, and the image intensifier angle (iia) was fair. The patient¿s native annulus diameter area is 418mm. The patient¿s sinotubular junction (stj) was 34mm, and sinus of valsalva (sov) was 37mm. There was mild native annulus calcficiation and minimal aortic root calcification. There was no mitral annular calcification (mac), and no ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 35%. Ventilation was held during deployment, and there was no loss of pacing capture. There was no malfunction associated with the malposition and aortic tear.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and device malposition are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the malposition and subsequent regurgitation could be attributed to the patient¿s horizontal root, fair image intensifier angle (iia), and fair/good coaxial alignment of the valve and delivery system. A second valve was placed with good results. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.